Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the black box data showed multiple replace battery alarms that had occurred because discharged batteries were inserted into the pump. No drastic fluctuations were observed in the black box. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, reporting that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.